Manufacturer narrative:
Additional information: this product was manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion code- as per dfu for this lens model, vticls are contraindicated for patients with an anterior chamber depth (acd) under 3.0mm and for patients over the age of (B)(6) at the time of implantation. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+1.5/88 diopter, into the patient's right eye (od) on (B)(6) 2016. The patient experienced low vault and lens opacity (asco). The lens was explanted on (B)(6) 2016 and was exchanged with a longer lens with a different model and diopter, and the problem was resolved.

Manufacturer narrative:
The lens was returned scotched on a paper. Visual inspection found the haptic broken and foreign material on lens surface (fibers and rest of scotch). It was necessary to rehydrate because of returned scotched. (B)(4).